Event description:
A 16fr foley catheter was inserted. The balloon inflated with 10cc syringe and urine color noted. Approximately 3 hrs into the case, it was noted that the foley was out and the balloon was down. Foley was tested with air and the balloon deflated immediately. We were unable to place a new foley related to procedure already in progress. Incontinent pads placed and patient monitored for urine output.